Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36mm delta v40 ceramic head; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left hip was revised due to the presence of heterotopicossifcation. The head and liner were revised in order to remove bone. Rep confirmed there are no allegations against the implants.